Event description:
Boston scientific crm received information that this pt, who was reported to refuse most medical treatments and was non-compliant with fluids and medication, experienced multiple arrhythmias, including one arrhythmia that appeared to be torsades. The device was then reprogrammed from 40 to 60. Anti-tachycardia pacing was delivered, however, it was unsuccessful in converting the arrhythmia and tachycardia shocks were never delivered from the device. It was reported that the device apparently undersensed ventricular tachycardia (vt)/ventricular fibrillation (vf). The pt subsequently expired on an unk date. The technical services consultant noted that it was unk why the device undersensed the arrhythmias, and according to the health care provider (hcp) and medical doctor (md), there were no known allegations reported. The boston scientific crm sales representative reported that a data disk would be sent for analysis review.

Manufacturer narrative:
As of today, the device and data disk have not been returned for analysis. It is suspected that the device was buried with the pt. No additional information is available at this time. If additional information becomes available, the event will be updated.